Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the libre 2 application that would have led to the complaint. The customer reported that scan error messages showing when sensor scanned with the freestyle libre 2 application. The device was not provided. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported an error message was reported with the adc device in use with samsung galaxy android s14 with unknown android operating system version unknown. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "behavior disorders" and was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported an error message was reported with the adc device in use with samsung galaxy android s14 with unknown android operating system version unknown. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "behavior disorders" and was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.